Manufacturer narrative:
The technician replaced the broken head brake linkage to repair the stretcher.

Event description:
Information received indicates the head end casters are not engaging into brake.